Event description:
(B)(4) - the dealer reported that the same 91-2 shower chair legs were broken twice, although the patient met the weight limit rquirements. There was no patient injury reported.

Manufacturer narrative:
(B)(4) - two MDR reports will be submitted for this complaint, because of different event dates were reported, (B)(4).